Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap threads were stripped and the cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used and the ez-prime steps were performed correctly. No further power interruptions occurred during the investigation. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.